Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to customer had redness on skin on an unknown date with unknown blood glucose. The customer was treated with aloe. The customer was unsure about wearing the sensor during the hospitalization. The customer's blood glucose level was 342 mg/dl. The insulin pump and sensor will not be returned for analysis.